Manufacturer narrative:
Initial.

Event description:
It was reported that during assistance for drop detection and a supply change, the cartridge began leaking; the user believed they had overfilled the initial cartridge, replaced it with a new cartridge, filled it correctly, completed the supply change, and resumed insulin delivery, consistent with a leak associated with the reservoir component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed evidence of leakage at or related to a seal, aligning with a leak/splash issue involving the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.